Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) indicated that there was a fiber optic sensor failure. The insertion site was noted to be femoral. The customer was advised to use the transducer and flush that was attached to the iab. This was successful and the customer was able to remove the fiber optic cable and transduce with a good waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.4cm from the iab tip. The optical fiber was found to be broken at the kinked location of 75.4cm. Additionally a kink was found catheter tubing approximately 43.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2020 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) indicated that there was a fiber optic sensor failure. The insertion site was noted to be femoral. The customer was advised to use the transducer and flush that was attached to the iab. This was successful and the customer was able to remove the fiber optic cable and transduce with a good waveform. There was no patient harm or adverse event reported.